Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the stylet was stuck in the lead. The stylet was pulled slowly and firmly and came out along with a conductor cable. The lead was discarded and replaced. The patient was unharmed and remains well.

Manufacturer narrative:
A complete lead was returned for analysis. Visual inspection found the ptfe coating of the stylet was stripped and bunched with the inner coil at the distal end of the connector pin. The cause of the reported event was isolated to bunching of the stripped stylet ptfe coating and inner coil.